Manufacturer narrative:
The pod was deactivated after second prime was completed, delivering no pulses during operation. Since the pod was not yet intended to be delivering insulin to the user up to this point, there could not have been a failure to deliver insulin. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl at the time of the event. The pod was worn between 4 and 24 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. As treatment, the patient applied a new pod.